Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gkjk, implanted: (B)(6) 2014, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0gkjk, ubd: 21-feb-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported she thought the implant had stopped working. The patient stated she started having issues and had tried to change the setting/increase amplitude, but she did not feel stimulation. The patient stated in the past she was having trouble with it, ¿2 leads have already died¿. The patient stated in the past she saw the healthcare professional (hcp), who did not know anything about it, so the manufacture representative (rep) were brought in. The patient stated the last two reps said to call the manufacturer instead of the hcp to coordinate in the future. The patient stated she m et with the reps several times, around 7-8 times. The patient stated they used ¿other leads¿/reprogrammed it to resolve in the past. The patient stated she thought the implant stopped working and they had no stimulation a couple of days ago. The patient noted she did not know the date of the 2 leads dying in the past. There were no further complications that have been reported as a result of this event.